Event description:
It was reported that when the patient presented in the emergency room after receiving shocks, device was found to be in backup vvi mode with hv therapy disabled. The patient reported one additional shock before feeling the ICD vibration. No surgeries, MRI scans, or other emi exposure was reported. Device images were corrupt and the cause of power on reset was unknown. Device was explanted and replaced successfully. There have been no issues since the replacement procedure.

Manufacturer narrative:
Final analysis confirmed backup vvi (bvvi) due power on reset (por), which occurred during high voltage therapy. The device had tested normal on the bench. The power on reset (por) was not replicated during testing. The cause of the bvvi was undetermined.